Event description:
It was reported that the customer received a no delivery alarm that was resolved with a complete set change. Customer's insulin pump also became stuck in a preparing to prime loop, which the she was successfully able to exit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.